Manufacturer narrative:
Details of the complaint: on 01/29/20, the biomedical engineer (bme) jim fanning at (B)(6) hospital reported the multigas unit (gf-210ra, sn: (B)(6) stopped displaying readings on the bedside monitor. Service requested: repair. Service performed: evaluated the multigas unit. The unit was cleaned and decontaminated. The model, serial number, and all labels were verified. Physical evaluation showed the unit was in good condition, no physical damage. Verified the complaint of "unit stopped displaying reading on the bsm." Error was not duplicated. Unit displayed a "gas device error" message. This unit has a gas module model cd-314p-02 sn (B)(6) with firmware (fw) ver 04.08.00. Updated the fw to current ver 04.23.01 and retested the unit. "External device" error message no longer displayed. The unit needed to be burned in for 24 hours and tested again. After extensive testing was performed, the "external device" error message no longer displayed. The unit was tested per the operator's/service manual and the results were recorded on the maintenance check sheet. The unit completed 24 hours of extended testing and operates to manufacturer's specifications. Investigation summary: in summary, serial numbers (B)(6) have version 2 of cd-314p. These units require a firmware upgrade. The root cause of the error message on sn (B)(6) was due to design change flaw which caused pumps with new/different specifications to be used in manufacturing. CAPA 19-016 has been opened to address the issue and is in progress.

Event description:
The customer reported that the multigas unit stopped displaying gas reading. No patient harm reported.

Manufacturer narrative:
The customer reported that the multigas unit stopped displaying gas reading. No patient harm reported. The customer stated that after removing it, he tested it in the biomed shop. He confirmed it was working and moved it back up to the room. He stated later that day the unit stopped reading again. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the multigas unit stopped displaying gas reading. No patient harm reported.